Manufacturer narrative:
The sureform 60 stapler instrument and sureform 60 blue reload used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the sureform 60 stapler instrument was installed on the system 7 times and fired 7 sureform 60 reloads (5 blue, followed by 2 white). On installs 1, and 4-7, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 3, the system failed to detect the reload color and the user manually selected the blue reload via the surgeon side console (ssc) touchpad. The first clamp was incomplete. The next clamp was successful, and the firing was completed with no pauses for compression. On install 4, the system failed to detect the reload color and the user manually selected the blue reload via the ssc touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. After the 7th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the system logs. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted roux-en-y gastric bypass surgical procedure, the sureform 60 stapler instrument fired a sureform 60 blue reload and formed an incomplete staple line. The event occurred during the second fire of a sureform 45 blue reload fire during the case while the surgeon was transecting the stomach to create a gastric pouch. The system signaled the tissue was of appropriate thickness and approved compression. However, immediately after the stapler was opened, it was clear to the surgeon that there was a hole in the staple line, leaking gastric contents. This was confirmed on a leak test with icg, necessitating oversewing of the entire staple line. The surgeon reported there was no bleeding and no unplanned tissue was removed due to this event. The surgeon's concern was that this could have led to a major morbidity or mortality if the leak was not observed intraoperatively. The surgeon could not trust the rest of the staple lines, so out of precaution, the rest of the staple lines in the procedure were oversewed. The patient did not experience any post-operative complications and is reported to be stable at home.